Manufacturer narrative:
The customer called technical support to report that the device crashed. Per good faith effort (gfe) response, the authorized service provider (asp) engineer stated that the customer declined the service quote. The asp engineer was therefore not able to confirm the reported issue, and it is unknown what the outcome of the service event was. No further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device crashed. It was reported that there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
(B)(6).